Manufacturer narrative:
This event became a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
Patient stated that his joint is very loose and his knee cap dislocates on a regular basis. Patient stated he started having issues approximately 6 days post surgery. Patient had tkr by dr. (B)(6). Patient is requesting recall information as well and has questions in regards to compensation.

Manufacturer narrative:
An event regarding instability and dislocation involving a us shapematch cutting guide was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock. Complaint history review: a search of the super and chs complaint databases indicates that similar events have occurred for the us shapematch cutting guides. Voluntary hold (B)(4) and voluntary recall ra 2012-171 were issued. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as x-ray images, recent clinical follow up and confirmation of patients complaint of dislocation are needed to complete the investigation for determining root cause.

Event description:
Patient stated that his joint is very loose and his knee cap dislocates on a regular basis. Patient stated he started having issues approximately 6 days post surgery. Patient had tkr by dr. (B)(6). Patient is requesting recall information as well and has questions in regards to compensation.